Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). S/w ver 2.9d pump not in manufacture mode. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump tested ok. Pump received with scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 570 mg/dl. Customer experienced symptoms such as nausea. Customer was treated by syringe. The device will be returned for analysis.